Event description:
In 2008, it was reported to boston scientific corporation that during the unpacking of a polaris ultra stent, it was noticed that the packaging was torn. According to the complainant, the device was not used in a procedure.

Manufacturer narrative:
A visual evaluation found that the tyvek part of the pouch was cut 1.5 centimeters through the tyvek material. The most probable root cause was that the package shipping box was cut with a box cutter and the device package was accidently cut. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded for this lot. This may 15-month polaris w/o wire ureteral stent complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit.